Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-02554. It was reported that patient experienced uncomfortable stimulation and has not charged or used the thoracic scs system in more than two years. The ipg was deemed inoperable and patient lost therapy. Surgical intervention may take place to address the issue.

Event description:
Additional information received identified that there were no known allegations of deficiency against the device.